Event description:
It was reported, the customer had a battery out limit alarm that they could not clear. Customer stated the alarm occurred after the customer inserted a new battery. The customer's blood glucose was 26 mmol/l. The customer also reported their buttons were unresponsive to clear the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.